Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive on the distal end of the scope due to handling issues. The reported event (leak at distal end) was not confirmed during inspection and testing. In addition, service found the bending section cover leaked, the light guide cover lens was cracked, the adhesive on the charge-coupled device was chipped, the probe unit acoustic lens was damaged, the bending tube was deformed, the coating on the connecting tube was peeled, the connecting tube protruded, the paint was peeling from the scope cover and suction cylinder nut, the universal cord was squeezed and had chemical damage, angulation was reduced, and there were scratches on the switch box unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the scope leaked from the distal end after a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a gap in the adhesive on the distal end of the scope which resulted in damage to the acoustic lens. This report is being submitted for the malfunction found during evaluation (gap in adhesive on distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.